Event description:
It was reported that bd intima-ii closed IV catheter system had leakage at "the catheter junction near [the] adapter". No serious injury or medical intervention reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system had leakage at "the catheter junction near [the] adapter". No serious injury or medical intervention reported.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system had leakage at "the catheter junction near [the] adapter". No serious injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: a sample and a photo were submitted for the purpose of our investigation. The investigators were able to observe the reported failure mode in the samples provided, noting the presence of a v-shaped breach in the catheter tubing originating at the root of the catheter. Additionally, the batch record also was reviewed, no related abnormalities were found. The root cause of this leakage is due to the quality of the raw material used to fabricate the catheter tubing. Our plant has begun taking steps to mitigate the reoccurance of this failure mode, strengthening the inspection process of the catheter raw material and training operators to specifically look for this defect during visual inspection of finished goods. Investigation conclusion: the root cause is of catheter material issues.